Manufacturer narrative:
Block e1: initial reporter healthcare facility name: (B)(6) hospital, (B)(6) university block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was without the clip assembly. The device had evidence of premature deployment (yoke is attached to the control wire). Microscopic examination was performed, and it was found that the bushing had hit marks. No other problems with the device were noted. The reported event of clip premature deployment was confirmed. This is likely due to operational factors during the procedure such as trying to open the clip once it was already activated, however, this is only a hypothesis. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, it was found that the clip was slowly detached. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter healthcare facility name: (B)(6) hospital, (B)(6) medicine, (B)(6) university. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, it was found that the clip was slowly detached. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.